Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown triathlon femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to pain and intraoperatively, loosening of the femoral component was observed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It is likely that patient trauma contributed to the event as it was reported that the patient has a history of falls. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
This pi is for the triathlon femoral component. It was reported that the patient's left knee was revised. Patient had previously fallen during an overseas trip and fractured her femoral neck. At that time, 3 cannulated screws (manufacturer unknown) were implanted. Patient now presents with pain. Surgeon originally planned to remove the in-situ t2 supracondylar nail and implant a total hip. However, intraoperatively, it was noticed that the femoral component had become loose. The nail was removed, and the femoral component and insert were revised. Rep confirmed there were no allegations against the revised insert, and that no further information will be released by the hospital or surgeon.